Manufacturer narrative:
The device was returned for evaluation. The returned mlx lightsource presents with no visible, physical damage observed. Functional test confirmed no light output. The power supply unit (psu) was determined to be defective. The reported complaint of "the unit switched itself off" was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
Customer initially reported to integra that on (B)(6) 2018, the 00mlxau 300 xenon lightsource switched itself off. Additional information was received on (B)(6) 2018 stating that the lightsource overheated, and turned off during a case due to the overheating. The lightsource was switched out for another. Troubleshooting was done and determined that it would not put out any light even with a new lamp. It was reported that a nurse was burnt when changing the head piece. On (B)(6) 2018, it was confirmed that the nurse experienced a hot light cable and did not require any treatment. No burn was being reported.